Manufacturer narrative:
Subsequent to the submission of initial and follow up #1 medwatch MFR report #9615050-2013-05832 it was noted the manufacturer report # for (B)(4) was inadvertently selected instead of the intended (B)(4) manufacturer#.

Event description:
User facility voluntary medwatch was received that stated the following: "IV was inserted and functioned properly during procedure. When the IV was discontinued and disassembled, the tubing pulled apart from the blue hub." Upon further query the following information was provided that indicated a separation. The extension tubing set was being used to deliver an unspecified medication. After an unspecified length of time when the patient's IV was being discontinued at the end of the unspecified procedure, it was reported that the tubing separated from the semi-rigid adapter of the clave port of the tubing set. The customer contact indicated that the patient¿s IV was being intentionally discontinued; therefore, the tubing set was not replaced. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Attachment: user facility voluntary medwatch was received on 11/13/2013. The report number was not provided. The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel additional information can be found. Upon FDA request, this report is being submitted to report the correct MFR number.

Event description:
User facility voluntary medwatch was received that stated the following: "IV was inserted and functioned properly during procedure. When the IV was discontinued and disassembled, the tubing pulled apart from the blue hub." Upon further query the following information was provided that indicated a separation. The extension tubing set was being used to deliver an unspecified medication. After an unspecified length of time when the patient's IV was being discontinued at the end of the unspecified procedure, it was reported that the tubing separated from the semi-rigid adapter of the clave port of the tubing set. The customer contact indicated that the patient's IV was being intentionally discontinued; therefore, the tubing set was not replaced. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.